Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
It was reported there was a flow sensor fault and then the ventilator restarted. There was no patient involvement. The field service engineer (fse) could not confirm the reported issue however the error log showed flow sensor calibration data out of range or lookup table cannot be read. The fse connected the o2, air and exhalation flow sensors and calibrated. The unit was working fine and the issue was resolved.